Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were multiple kinks throughout the hypotube and shaft. The shaft and balloon were microscopically examined and did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 20 atm (rated burst pressure) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the kinks or to the event. The reported balloon rupture was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. During the second inflation the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending (lad) artery. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. During the second inflation the balloon ruptured at 14 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.